Manufacturer narrative:
Concomitant medical product: w4tr03 crtp, implanted:(B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. The device system was later replaced. No further patient complications have been reported as a result of this event.